Event description:
A home patient's spouse contact baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dailysis therapy. Reportedly, the home patient "didn't connect up well enough", resulting in a leak at the transfer set/patient line (of the homechoice set) connection. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident, per the home patient's spouse.